Event description:
A pt developed a rash after using an abdominal binder. Pt doesn't know if pt is allergic to latex. Pt has never had a reaction before the binder was given to pt at hospital following hysterectomy surgery. Pt wore it from friday until monday when pt came home. After taking a shower, the rash got worse. The dr has given pt medication for the rash, and pt no longer has to wear the binder. No replacement binder is needed.